Manufacturer narrative:
The 30 degree endoscope involved with this complaint has been returned to the original equipment manufacturer (OEM) and evaluation is completed. The 30 degree endoscope was received with a missing distal window resulting in fluid invasion and subsequent major damage to optical components. The complete window is missing. Fragments of adhesive of the distal window are missing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the reporter complained that the glass of the endoscope was not at the tip and a spare endoscope was used. The lens was also cloudy. The procedure was completed with no reported injury.